Manufacturer narrative:
During follow-up, the patient said he experienced a few sharp tips over the course of a few months. He doesn't know if that might be related to the uti, but discarded the ones from the past few months, and will try to save any sharp tipped units he encounters in the future.

Event description:
Intermittent catheter patient (user) said he was recently treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and had to be prescribed an antibiotic again. He is not sure if he has fully recovered from the infection, and will be going back to the doctor again to ensure his recovery soon.